Manufacturer narrative:
The device was returned to olympus for evaluation. Upon inspection testing of the returned device, the user's request was confirmed. It was discovered, the pneumoperitoneum pressure rose automatically due to faulty cr board. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the high flow insufflation unit had pressure over the normal rate and sounded an alarm while preparing for laparoscopic surgery. The procedure was completed with a similar device without delay. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to d8, h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the alarm sounded due to a faulty printed circuit board (cr board) and the pressure exceeded the normal rate. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to correct the h6 problem code and to provide additional information in h7/h9. A formal investigation was initiated to investigate the root cause.